Event description:
There were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion (bd) error. Technical services (ts) reviewed the data and recommended replacement. This device remains in service. No adverse patient effects were reported. Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
There were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion (bd) error. Technical services (ts) reviewed the data and recommended replacement. This device remains in service. No adverse patient effects were reported.